Event description:
The subject device was returned for analysis and the device investigation revealed that the catheter polytetrafluoroethylene (ptfe) lining was peeling. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the device was returned. The microcatheter shaft had several minor kinks/bends along its length. The distal tip was undamaged and the hub was also intact. During functional inspection a 0.023" pin gauge was verified to meet the catheter shaft when inserted into the catheter hub. A 0.016" mandrel was attempted to be inserted into the hub, the mandrel could not be inserted. The catheter could not be flushed. The catheter shaft was cut at approximately 2.0cm from the distal end of the hub, and a stent was found. A mandrel was then used to push the stent out through the proximal (hub) end of the device. Once removed, the stent was noted to be deformed and there was also some material present causing a constriction in the middle of the stent. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported defect was confirmed based on analysis of the device. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use, the device was confirmed to be in good condition prior to use on the patient and continuous flush was set up and maintained throughout the clinical procedure. It was reported that 'the stent stuck after passing the hub of the microcatheter. The stent and microcatheter were removed. The procedure was completed with the new microcatheter and new stent. Patient was stable after the procedure'. The catheter shaft was found to be kinked/bent at several points along its length. The catheter could not be flushed due to the blockage created by the stent and associated tubing (noted when the stent was removed from the microcatheter lumen). There was friction felt when advancing the patency mandrel. The stent was removed from the catheter shaft. Once the stent was removed it was noted to be deformed. It was also noted that the stent had some material present which was causing a constriction in the body of the stent. This material is most likely polytetrafluoroethylene (ptfe) inner lining from the microcatheter. Given the lack of the subject stent components returned for analysis, it is very difficult to determine exactly what might have occurred that would have resulted in the stent deploying inside the microcatheter lumen on this occasion. An assignable cause of procedural factors has been assigned to the reported event: ¿catheter shaft friction' and analyzed events: ¿catheter shaft kinked/bent', 'catheter shaft friction', 'catheter ptfe inner lining peeling' and 'catheter shaft blocked/occluded' as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during use.